Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead and implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture, noise and intermittent high out of range pacing impedance measurements of greater than 3000 ohms. A lead fracture was suspected but ws not confirmed. The noise was unable to be reproduced event with isometrics. It was noted that the patient is currently in palliative care and unable to undergo surgery at this time. Boston scientific technical services (ts) was consulted and discussed possible programming options. Since the patient is not dependent on their device for pacing., the sensing vector was reprogrammed and capture was restored. No adverse patient effects were reported.